Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: b1, b2, h1, h6 (annex e, annex f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 18may2023 indicating that the patient died 15 days after the explant procedure. The grafts were explanted due to aneurysm expansion on (B)(6) 2023. The cook sales representative confirmed on 02jun2023 that cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) were used in the procedure and that imaging appeared to show a leak in suture line in one of the zsle grafts. Attempts have been made to obtain additional information regarding the cause of death. No additional information has been provided at the time of this report. An additional report will be submitted for the leak in the suture line in the zsle graft under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: vascular surgeon. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a leak was found to be coming from the suture hole of an unknown zenith flex aaa endovascular graft bifurcated main body (tffb) that had been initially implanted 8 years ago in an unknown patient. It was noted that when the aorta pulsated, blood would flow through the suture hole. The graft was explanted from the patient during an abdominal aortic aneurysm explant and repair procedure, and discarded by the facility. It is unknown if the patient experienced any other adverse effects due to this occurrence. Additional information regarding patient outcome and event details have been requested but are currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: (B)(6) hospital - south informed cook on 13apr2023 of an event in which a leak was observed coming out of a hole in the main body graft during explant of the device of a patient. When the aorta pulsated, blood would flow through the suture hole. The complaint device was a tffb (unknown product lot). The initial procedure was approximately eight years ago. On (B)(6) 2023, the graft was explanted due to aneurysm expansion, identification of multiple type iii endoleaks at suture points for the z stents, development of pneumonia leading to hypotension, leading to ischemic colitis, and the patient passed away 15 days after the procedure. Upon imaging review, on (B)(6) 2023 a type 1a endoleak on the complaint device tffb was confirmed and is also covered in this complaint. On (B)(6) 2023, the rep confirmed a leak in the iliac leg graft was present in video 2 that was provided; therefore, an additional complaint was opened under MDR # 1820334-2023-00812 to capture this failure. The patient had pre-existing conditions of anxiety, htn, hld, cad, mi (2013), pci mid rca des (2013 & 2018), chf diastolic dysfunction (ef 40-50%), aaa (s/p evar in 2014, 2019, 2021- stents x3), copd, current smoker, gerd. It is unknown if the patient followed protocol per the instructions for use (IFU) of the device. The physician determined the cause of death to be due to ischemic colitis/pneumonia. Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, medical imaging was provided by the customer for expert review. Upon review, the complaint of pulsatile leaking through the zsle and the tffb at explant is confirmed. Existence of these leaks prior to explant is not confirmed. The multiple pulsatile endoleaks should have been localizable on the cta arterial phase. Because the proximal seal zone was breached by aortic wall thickening, a tiny type ia endoleak was more likely the cause of aneurysm growth. The multiple suture hole endoleaks were more likely provoked by sac decompression and graft mobilization at explant. Even when multiple fabric holes are present at explant, type ia endoleaks are associated with growth much more commonly than fabric defects. (Jvasc surg 2004; 40:1-11.) The endograft underwent additional interventions prior to explant. The right ibe would have been implanted at an additional intervention. Prior to this, aaa expansion through a type ib endoleak may have driven superior aneurysm growth that later resulted in proximal seal zone expansion. Extensive aaa sac glue embolization indicates further attempts to remedy type ii endoleak leak. Proof of unprovoked type iiib suture hole endoleak can be achieved with ultrasound and angiography using an occlusion balloon and hand injection. (J vascsurg 2001; 34:190-7.) Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaaf_rev5. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ key anatomical elements that may affect successful exclusion of the aneurysm include sever proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging lengths ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to access their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device folding or compression. 4.5 implant procedure ¿ do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care I areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ inaccurate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 4.6 molding balloon use ¿ use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. ¿ confirm complete deflation of the balloon prior to repositioning. 5 adverse events 5.2 potential adverse events ¿ aneurysm enlargement ¿ claudication (e.g., buttock, lower limb) ¿ endoleak 8 patient counseling information ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2 potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 11 directions for use 11.1.12 molding balloon insertion caution: confirm complete deflation of balloon prior to repositioning. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up. Patients should be counseled on the importance of adhering to the follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment aaas. ¿ physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1. This schedule was used in the pivotal trial and is recommended even in the absence of clinical symptoms (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided, expert review of medical imaging provided by the facility, and the results of our investigation, cook could not establish a definitive cause for the reported failure mode. And while the cause is not known, a possible cause could be attributed to disease progression/medical procedure. The image reviewer states, ¿because the proximal seal zone was breached by aortic wall thickening, a tiny type ia endoleak was more likely the cause of aneurysm growth. The multiple suture hole endoleaks were more likely provoked by sac decompression and graft mobilization at explant. Even when multiple fabric holes are present at explant, type ia endoleaks are associated with growth much more commonly than fabric defects.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on 22jun2023. No autopsy was performed. The physician determined the cause of death to be ischemic colitis/pneumonia (pna). The device endoleak necessitated conversion. A timeline of events was provided: the device was explanted on (B)(6) 2023 with identification of multiple type iii endoleaks at suture pointes for the "z" stents, development of pneumonia leading to hypotension, leading to ischemic colitis. A death certificate was provided. Patient death occurred on (B)(6) 2023. The 78-year-old patient was an inpatient at barnes-jewish hospital at the time of death. The immediate cause of death was ischemic colitis which the onset to death interval was two weeks. Subsequent conditions leading to the immediate cause of death (ischemic colitis), underlying cause (condition or injury that initiated the events resulting death) listed pneumonia and abdominal aortic aneurysm (aaa). Approximate interval from onset to death: pneumonia (one week) and abdominal aortic aneurysm (10 years). Tobacco use contributed to the death.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: a2 (age at time of event), a2 (date of birth), a3 (gender), a4 (ethnicity), a4 (race), b5, b7. Correction: h6 (annex e). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.